Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a hepatectomy, could not load clip normally and it formed teardrop shape, then clip jammed. Another device was used to complete the case. No pt consequences.